Manufacturer narrative:
(B)(4). No additional information was received concerning this incident.

Event description:
It was reported that the patient allegedly expired due to overdose of morphine while having a MRI scan.